Event description:
Dumont et al, j neurointervention surgery, published online (B)(6) 2013, doi: 10.1136/neurintsurg-2013-010794 for case 11 indicated that during the procedure the enterprise vrd (enc452212/lot unk) was used off labeled as a thrombectomy device on a patient with a thrombus located in right mca, but the device was not effective in achieving a stable timi 2 or 3 recanalization. The patient survived and had improvement of nihss scores from baseline values from 12 to 2. The patient recovered to a mrs score of 0 at the 30-day follow-up evaluation. The patient received intravenous tpa prior to the attempted revascularization procedure.

Manufacturer narrative:
Dumont et al, j neurointervention surgery, published online july 2, 2013, doi: 10.1136/neurintsurg-2013-010794 for case 11 indicated that during the procedure the enterprise vrd (enc452212/lot unk) was used off labeled as a thrombectomy device on a patient with a thrombus located in right mca, but the device was not effective in achieving a stable timi 2 or 3 recanalization. The patient survived and had improvement of nihss scores from baseline values from 12 to 1. The patient recovered to a mrs score of 0 at the 30-day follow-up evaluation. The patient received intravenous tpa prior to the attempted revascularization procedure. The product was not returned for analysis, and the lot number was not provided to conduct DHR review. The reported event of device ineffective could not be confirmed, because the device was not returned for analysis. Additionally, DHR review could not be conducted because the lot was not provided. Based on the available information, procedural factors may have contributed to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.